Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During persistent atrial fibrillation procedure, sheath was inserted into the heart and flushing was performed before inserting the catheter. It was noted that blood leaked through the hemostatic valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. No additional venipuncture or septal puncture was performed to replace the sheath. Only the enclosed dilator was inserted into the hemostasis valve.